Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 6 years post rtka, patient visited the surgeon for a reason not reported. No other information was made available. There is not enough available information to determine the event or cause.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post rtka, (B)(6) y/o male patient visited the surgeon for reason not reported.